Event description:
Information was received indicating that a smiths medical pump was alarming no disposable, clamp tubing. The patient tried to various things to resolve the alarm but they did not work. The issue was unable to be resolved. There was no harm and no reported adverse events.